Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose level was 588 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and blurry eye sight. The customer was treated with bolus. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege pump was under delivering. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.